Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The reported issue could be duplicated. The investigation revealed that the o2 gas module was defective and replaced. After replacement of the o2 gas module, the ventilator passed all functional and safety tests and was cleared for clinical use. The gas module regulates the inspiratory gas flow to the patient. No part was returned for investigation, therefore the root cause for the defective o2 gas module could not be determined.

Event description:
It was reported that the ventilator failed internal leakage test failed during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).